Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the blood was flowing back within the inflation helium tubing." No clinical consequences were reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fos iab. Upon return the teflon sheath was approximately 44.3cm from the iab distal tip. The teflon sheath was connected to the iab hemostasis cuff which was connected to the cathgard. Blood was observed on the interior of the teflon sheath, outer lumen and bladder membrane. The bladder was fully unwrapped. Bends were noted at approximately 30.7cm, 48.1cm, 56cm, 59.5cm and 61cm from the iab distal tip. A kink was noted at approximately 41.2cm from the iab distal tip. At the same area, the central lumen was broken and missing starting at approximately 38.8cm to approximately 41.5cm from the iab distal tip. The broken section of the central lumen was observed in the outer lumen starting at approximately 44.8cm to 47.1cm from the iab distal tip. At approximately 41.2cm and 1.2cm from the iab distal tip, a visual of a broken fiber is noted. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. See other remarks section for continuation. Other remarks: the one-way valve was tested and failed. A vacuum was pulled on the iab and it immediately lost pressure. This was repeated five separate times with similar results. After cleaning, the one-valve was tested again and failed with similar results. Engineering was notified, the one-way valve was disassembled with no relevant findings. This issue will be monitored for any developing trends. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" (low light) and "pl" (pressure limit), indicating a possible broken fiber. The fiber was found broken approximately 41.2cm from iab distal tip. The iab was submerged in water and leak tested. The sample failed the leak test and a leak was found on the outer lumen at approximately 41.2cm from the iab distal tip. Upon microscopic investigation, a leak was confirmed on the outer lumen which caused blood to enter the outer lumen and bladder membrane. The leak seemed to be consistent with being severely damaged due to the kink and broken central lumen. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. The broken central lumen or the leak on the outer lumen could have potentially allowed blood to enter the helium pathway. It is unclear whether the central lumen broke first or the outer lumen leak occurred first. A kink was also noted at the location of the outer lumen leak. The root cause of the broken central lumen, leak on the outer lumen and kink is undetermined.

Event description:
It was reported that "the blood was flowing back within the inflation helium tubing." No clinical consequences were reported.

Manufacturer narrative:
(B)(4). No product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that "the blood was flowing back within the inflation helium tubing." No clinical consequences were reported.